Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but a similar product is sold in the USA. The 510(k) number for the similar product is k983112. Method: the product was not returned to the MFR for inspection. A fisher & paykel healthcare (fph) representative carried out a site visit with the hospital to inspect the ventilator setups in use. Results: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. During the site visit, the fph representative suggested some adjustments to the ventilation setup to reduce the amount of condensate in the system. Conclusion: since the site visit, the hospital has reported an improvement, with less condensate accumulating. An fph representative is currently working with the healthcare facility to help them improve their setups to minimize condensate.

Event description:
A hospital in (B)(6) reported that they experienced excessive condensate in CPAP [continuous positive airway pressure] setups including an rt201 CPAP adult breathing circuit. They reported approx 10 ml of condensate would accumulate in about 4 hours and staff would drain it back to the humidification chamber. It was reported the condensate could be tipped towards the pt or onto the floor (safety hazard). No pt consequence was reported.